Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported smoke appeared, then the end of the cord became detached from the cord during a therapeutic transurethral resection of prostate procedure involving an olympus electrical-only medical device connection cable, reusable. There were no reports of patient injury.